Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lcx. It is reported that the stent placement created a kink in the cx at the proximal end of the stent. A second endeavor stent was placed over the kink, overlapping into the first stent. It is reported that the pt recovered with treatment. In the investigator's opinion, the event had definite relationship to the study device and the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: other ("stent placement caused a kink in the cx at the proximal end of the stent").